Manufacturer narrative:
Follow up #2 10/07/2016 device evaluation: the pump has been returned to animas and evaluated on 09/14/2016 with the following findings: there were no unexplained power interruptions observed in the black box. The battery cap was able to securely attach to the pump. The pump was exercised for 24 hours with no issues observed. The alleged issue could not be duplicated.

Manufacturer narrative:
Follow up # 1; date of submission: 9/13/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.